Event description:
The procedure was to treat a lesion at the proximal left anterior descending artery (lad). The whisper es guide wire was trapped with the deployed stent and when it was withdrawn, the guide wire distal tip separated (at the last millimeters of the tip). The separated tip is left located in the artery (at the distal left main (lm) and proximal circumflex (cx). The patient condition is good. A control angio will be done in 15 days. No additional information was provided.

Event description:
Subsequent to the initial medwatch, additional information received reported that the physician did not perform the control angiography. The patient condition is good and is being followed by their personal physician. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The entanglement of the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.